Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was no leak noted in any of the four angles while evaluating the release criteria. Post release of the device, there was a 3mm leak noted on the 135 degree view on the anterior side of the device.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The most probable root cause has been determined to be use/user error as the dfu states: ¿17. Watchman device release criteria: confirm proper position, anchor, size, and seal (pass criteria), and then advance assembly to face of device. Rotate deployment knob counter clockwise 3-5 full turns. Confirm core wire is disconnected.¿ (B)(4).

Event description:
It was reported movement of the device occurred. A left atrial appendage (laa) closure procedure was being performed. A 33 mm watchman ® laa closure device & delivery system was used. The closure device was deployed and the release criteria were met with the exception of a shoulder present. Upon the device being released, the anterior shoulder of the device shifted proximally. The procedure was considered completed and there were no patient complications. The next morning, the device was still in the same position. The patient's status is fine.